Manufacturer narrative:
The reported events were failure to capture and ¿unspecified lead malfunction¿. A partial lead (distal portion) was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to procedural damage to the inner insulation. Visual and x- ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in-clinic with unspecified malfunction on the right-atrial (ra) lead and the right-ventricular (rv) lead. As a resolution the ra and rv lead were explanted and replaced. The patient condition was stable.